Event description:
Reportedly, "when pulling handle back in sheath, distal portion of device broke off into the patient. Was able to retrieve all pieces when opening." Information regarding injury unreported. Procedure: unk.